Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013; inratio2 inr: 1.6; laboratory inr: 2.0. The time between testing was two (2) hours. The patient's therapeutic range was not provided. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. Product support was unable to review batch records for any non-conformances because a lot number was not provided. Root cause could not be determined from the info provide by the customer. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.